Event description:
A physician called to inquire as to whether a pt could continue to be treated with collagen who was diagnosed with systemic lupus erythematosis. The pt was double skin tested with negative results on 3/15/96 and 3/28/96 and received treatment into the nasolabial and glabella on 4/11/96, 30/8/96, and 8/23/97. Some time prior to the 8/23/97 treatment (exact date unk) the pt was diagnosed with systemic lupus erythematosis. The exact symptoms exhibited and lab test results were not known. No medical or surgical intervention was prescribed. On 10/22/98, the pt had flares of the lupus symptoms, and her physicians were considered prescribing oral steroids. The physician did not believe the lupus was related to the collagen. This event is being reported as an MDR because it is co's policy to report to FDA all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.